Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had stimulation in an undesired location. Stimulation was meant for her lower back which is where the patient normally felt stimulation. Stimulation moved and the patient only felt stimulation in the front of her legs. Coinciding with the stimulation in the wrong location, the ins would deplete/discharge in one hour. The patient noted that she would fully charge the ins and that she was familiar with the differences between coupling and ins battery level. The patient eventually just stopped recharging. She kept stimulation off and noticed that she didn't even really need it, so she was contemplating removal. No trauma or falls were reported that could be related to this issue. The patient did not know if there were any recent medical tests or electromagnetic interference exposures. The patient programmer showed poor communication. The patient was also unable to communicate with the recharger. The patient was to follow-up with a healthcare professional. It was noted that troubleshooting could not be done due to the patient being in potential overdischarge. The change in therapy/symptoms was sudden. The stimulation in the wrong location and battery discharging every hour began in 2015, about the time of (B)(6) 2015. The patient stopped charging in 2015; more precise dates were conflicting as the patient reported about a year prior to (B)(6) 2016, six to nine months prior to (B)(6) 2016, and around (B)(6) 2015. It was noted that the patient didn¿t have a healthcare professional. Additional information was received from the patient. It was reported that the steps taken to resolve the issues were ¿not saved yet.¿ the issue had not resolved. Stimulation was still in the wrong location, the front of the legs ¿ knee up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.